Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting continuous renal replacement therapy (crrt) using a prismaflex set, a blood leak detected alarm was generated. According to the reporter, ¿blood was observed coming through the access line and had not reached the filter set¿. No issues were noted during priming. Treatment was ended without the extracorporeal blood being returned to the patient. Subsequently, a decrease in the patient´s hemoglobin level to 55 g/l. Was observed. It was reported that "due to patient's pre-existing anemia", the patient required a blood transfusion with "further units requested". Additionally, "insulin/dextrose" was administered for hyperkalemia. No additional information is available.